Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an episode could not be retrieved when reviewing electrograms (egms). The boston scientific sales representative was able to view an egm from the previous day, but not the current date. Both episodes had therapies exhausted. The conversion summary showed that the rhythm had accelerated. The patient implanted with this device was reported to be in an atrial arrhythmia that was conducted. The device was reinterrogated and the egm was still not visible. A save to disk was performed and sent in for engineering analysis. Engineering analysis determined that the observation may have been a result of the programmer recorder monitor (prm) software not handling electrogram and marker codes correctly and the previous episode overlapping with the following episode. Analysis of the information from the device showed all of the electrogram and interval memory was accounted for, with no data lost. Additionally, no faults were recorded in the device. To date, no adverse patient effects were reported with this clinical observation.